Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient passed away due to non-ischemic cardiomyopathy, cardiac cirrhosis, escherichia coli bacteremia. The device would not be returned for evaluation.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
Additional information: the patient was admitted for hypotension due to bacteremia on (B)(6) 2022 with bilateral limbs and abdominal swelling. An echocardiogram of the left ventricular assist device (lvad) was done while pump was set to 5500 rotations per minute, 4.7 liters per minute, 4.0 watts, and a pulsatility index of 2.8. Depressed left ventricle function was seen and a left ventricle internal diameter in diastole of 74mm. Depressed function of the right ventricle was also noted. Coagulopathy was seen likely due to hepatic failure cardiac cirrhosis. International normalized ratio was raise despite holding off warfarin. A computed tomography of the abdomen and pelvis was performed on (B)(6) 2022 and reported hepatic cirrhosis, possibly related to cardiac failure and started on milrinone. The patient was treated for sepsis with escherichia coli bacteremia but rising inflammatory markers and increased inotropic support on (B)(6) 2022. A right heart catheterization was performed and cardiac output by right ventricle and lvad was adequate. There was low systemic vascular resistance likely due to distributive shock. The patient developed acute pulmonary shock on (B)(6) 2022 and was started on dialysis. The patient passed away on (B)(6) 2022. The death was not device related.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events as well as the subsequent patient outcome could not be conclusively established through this evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specification. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. G, and the heartmate 3 lvas patient handbook, rev. G, are currently available. Section 1 of the IFU, ¿introduction¿, lists infection, sepsis, bleeding, multiple types of organ failure and dysfunction (including right heart failure, respiratory failure, hepatic dysfunction, and renal dysfunction), and death as adverse events that may be associated with the use of heartmate 3 lvas. Section 6 of the IFU, ¿patient care and management¿, provides care instructions in reference to preventing infection as well as suggested responses in the event of infection. This section also provides information regarding the recommended anticoagulation regimen, including international normalized ratio (inr) values, as well as suggested anticoagulation modifications in the event that there is a risk of bleeding. Furthermore, both the IFU and patient handbook provide care instructions in regard to preventing infection in several sections. No further information was provided. The manufacturer is closing the file on this event.